Event description:
It was reported the pt's device was in a power on reset condition and was unable to adjust stimulation. It was stated the pt "went through courthouse security." Troubleshooting cleared the por condition and solved the issue. Reference MFR report # 3004209178-2010-08481.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.